Event description:
Patient rolled onto right side for nurse to examine insertion site, when tubing spontaneously sheared apart between serial stopcocks and drainage tube. Per protocol, tubing was clamped with hemostats and open drain ends secured. Complete drain set up removed.